Manufacturer narrative:
The complaint that the needle did not fully retract was confirmed and the cause appeared to be manufacturing related. Representative 18g insyte autoguard bc devices from lot #5030831 were provided for investigation. A functional test showed that the catheter was able to loosen from the needle and no tip adhesion or spring damage appeared to contribute to the reported issue. Each safety mechanism was activated, which allowed each needle to retract; however, for some needles, the flash notch became caught on the blood control valve. After manipulating the IV catheter, the needle ended up fully retracting within the safety shield. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description of the event: it was reported that during the insertion of a peripheral venous catheter, the equipment malfunctioned. The needle safety device did not work. When the nurse activated the needle withdrawal device, it remained stuck in the catheter, preventing the anti-reflux system from functioning. Furthermore, when the nurse tried to pull on the catheter body to remove the needle, the spring prevented her from pulling the needle out safely. The catheter was a bd insyte autogard bc pro 18gax1.16in (1.3x30mm) with lot number 5030831. The same thing happened to another nurse during the same shift with the same catheter. Consequence of the event: risk of aes and risk of injury to the patient.